Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, the customer was hospitalized multiple times due to diabetic ketoacidosis. There was no reported impact to the customer's blood glucose level. Reportedly, the customer changed pump supplies to resolve issue. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.